Event description:
Pt revised for dislocation, found liner ring had disassociated.

Manufacturer narrative:
The devices associated with this report were not returned. The lot code for the associated femoral head is not known. Review of the device history records for lot ay1dv1 did not reveal any related mfg deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be re-opened.